Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet bearing, catalog #: unknown, lot #: unknown, signature knee guides, catalog #: 42-422451, lot #: 006763, biomet I-beam tibial tray, catalog #: 141224, lot #: 372340, biomet arcom patella, catalog #: 11-150842, lot #: 644680. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03241, 0001825034-2018-03242. Remains implanted.

Event description:
It was reported that the patient underwent a manipulation due to the inability to bend the knee. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, but the reported event could not be confirmed due to limited information received from the customer. The device history records were reviewed and no discrepancies were identified. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.